Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a lead integrity alert for low impedance and oversensing on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for lead failure predictor on (B)(6) 2013. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The weekly pace impedance trend data show various spike decreases for minimum ventricular pace bipolar impedance equal to 380 to 171 ohms range between (B)(6) 2013 and (B)(6) 2013. Concomitant product: d314drg implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).